Event description:
It was reported a manufacturer representative met with a patient at her request to reprogram her device to cover higher in her back. Impedance measurements were performed and impedances on electrodes 0, 4, 6-8, 10, and 15 were greater than 20,000 ohms. The representative was able to successfully reprogram the patient¿s device for full coverage of her painful area. Additional information received reported the patient was receiving adequate therapeutic benefit.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).